Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report a broken sensor on the pervious day. Pt reported that he was able to remove the retained distal fragment with tweezers. The sensor was discarded and is unavailable for evaluation. Dexcom cannot confirm whether the incident actually involved a broken sensor or if this is an insertion issue. Pt has not experienced any discomfort or pain at the insertion site. This is pt's third complaint of a broken sensor (see mdrs #3004753838-2010-00142 and #3004753838-2010-00143).

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.